Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was experiencing high blood glucose for a day. It was stated that the customer had issues with his reservoirs and tubing connection. It was reported that insulin was leaking into the reservoir compartment. No further info was provided.